Event description:
Customer's daughter reported customer received an error 3 message on the display of her freestyle lite blood glucose meter when taking the test strip out of the meter. She further reported her mother experienced vertigo, lightheadedness and subsequently lost consciousness. No third-party medical intervention was received. Customer's daughter denied customer self-treated. There was no report of death of permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: several unsuccessful attempts have been made to gather additional information regarding this event.